Manufacturer narrative:
Reporting institution phone and reporter phone: (B)(6).

Event description:
It was reported to philips that the device failed operational check. There was reportedly no patient involvement.

Manufacturer narrative:
It was reported to philips that the device failed operational check. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The battery was replaced to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.